Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The part was returned and evaluated. Visual inspection of the returned implant found dents/deformations. The part was found flared out on both sides. Dimensions measured were within tolerance. Review of the device history record for part identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not engage into the tibial tray. After repeated trying another was used and went in first time.

Manufacturer narrative:
Review of the device history records for the articular surface identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search did not identify any other complaints for the part and lot combination of the articular surface. Surgical notes were not provided; however, reported information states that the surgical technique was followed. Reported information also states that the surgeon used another articular surface without any issues, which indicates that this was not a compatibility issue. A definitive root cause cannot be determined with the information provided.